Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, ventilator inoperative condition occurred. The device's blower assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The previously reported information " device's blower assembly was replaced to address the issue" was incorrect. The previous submission should have reported : the device was calibrated to address the issue.